Event description:
The customer reported a leak inside the lh500 instrument. The instrument was giving "ambient temperature" errors when the leak was noticed. The volume of the leak was not specified and was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous patient results were generated for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found that the tubing through pinch valve vl50 was cut. Pinch valve vl50 provides an open stabilyse reagent path to the stabilyse reagent pump, pm12. He replaced the tubing through pinch valve vl50 and the instrument ran without any leaks. The fse also found that the plug for the peltier module was loose. The fse tightened the plug for the peltier module and the instrument ran without any errors. (B)(4).